Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicates swg kinked.

Event description:
J-tip of swg (spring wire guide) couldn't be retracted into advancer.

Event description:
Complaint description: j-tip of swg (spring wire guide) couldn't be retracted into advancer.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly for evaluation. The assembly did not show any evidence of use. Visual examination of the returned guide wire assembly revealed that the end cap, straightener tube and connector clip were missing from the assembly and the guide wire was slightly advanced out of the advancer tube. The guide wire was kinked in three locations and the advancer tube was also kinked in three locations. The locations of the kinks align when the guide wire is fully retracted within the advancer tube. The location of the kinks and the missing components indicates damage resulting from the guide wire assembly being damaged during shipping and handling. Both welds were observed to be full and spherical. The kinks in the guide wire were located 96, 282 and 470 mm from the proximal tip. The overall length and outer diameter of the returned guide wire were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed on the kit packaging and spring wire guide manufacturing and no relevant issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed a several kinks in the guide wire as well as several kinks in the advancer tube. The damage observed is consistent with damage occurring during transit. A device history record review was performed on the packaging, assembly and manufacturing of the guide wire with no relevant findings identified. Based on the sample received, it was determined that shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.